Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during treatment of a post-partum hemorrhage following a caesarean section delivery, a cook bakri postpartum balloon with rapid instillation components leaked. The patient lost 600ml of blood prior to device use. The device was placed by hand and injected with 400ml saline before fluid was noted flowing from the patient's vagina. The device was removed and a leak was noted to the middle of the balloon. The patient lost 300ml of blood following the use of the device. Hemostasis was achieved with a new device of the same type. No adverse effects to the patient have been reported as a result of this occurrence.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, during treatment of a post-partum hemorrhage following a caesarean section delivery, a cook bakri postpartum balloon with rapid instillation components leaked. The patient lost 600ml of blood prior to device use. The device was placed by hand and injected with 400ml saline before fluid was noted flowing from the patient's vagina. The device was removed and a leak was noted to the middle of the balloon. The patient lost 300ml of blood following the use of the device. Hemostasis was achieved with a new device of the same type. No adverse effects to the patient have been reported as a result of this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, specifications, the instructions for use, and quality control data. One bakri postpartum balloon catheter was returned for investigation. Inspection of the returned device noted: the catheter was returned in a used condition. The stopcock was attached to the inflation line. A functional test was performed by inflating the balloon with tap water. Water leaked from the balloon. Under magnification a cut mark is visible approximately 2.5cm from the bottom of the balloon. The balloon has been cut with an instrument of unknown origin. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was functionally inspected by quality control and no notable gaps in production or processing controls were noted. There is no indication that a design or process related failure mode contributed to the reported event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." The most probable cause of the puncture could not be determined from the available information. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.